Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported sometimes using cartridges filled with humalog insulin for greater than 2 days, which is off label per the user guide. During system check with tandem technical support, the root cause could not be determined because customer declined to remove the infusion set cannula from the infusion site. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 110 mg/dl at time of alarm.